Event description:
A remote alarm device was returned to the manufacturer for evaluation due to an allegation that it "alarms intermittently." There was no report of patient harm or injury, and the device was not in patient use at the time of the alleged event. The manufacturer evaluated the returned remote alarm and confirmed the customer's complaint. Using the battery with which the device was returned, the remote alarm was powered up and displayed a constant alarm state via visual indicator lights. The audible alarm did sound intermittently. The technician replaced the battery with a known good battery and evaluation of the device yielded the same results (constant visual alarm, intermittent audible alarm). The quality assurance technician concluded the root cause for the intermittent audible alarm was a faulty inductor coil in the speaker assembly. The lead internal to the inductor displayed evidence of intermittent connection which in turn led to intermittent audible alarm capability. The manufacturer researched its complaint database from (B)(6) 2006 - (B)(6) 2010 and found no other notifications for remote alarm failures due to a faulty inductor coil. A search of the manufacturer's adverse event database for the same period confirmed there were no adverse events associated with remote alarm failures. Additionally, there has been no report of patient harm as a result of this failure mode. Based on the investigation of the returned device, the manufacturer concludes that this is an isolated incident and that no further action is appropriate at this time.